Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition flash CT scanner. The customer attempted to perform a head spiral CT scan on a patient with a suspected stroke. The scan was aborted three times, and the patient was subsequently scanned on a different CT system. No stroke was detected; however, it was reported that the repeated scan aborts resulted in a diagnostic delay of approximately 25 minutes. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. The reported issue was resolved by replacing the supporting roll assembly of the patient handling system (phs). A safety assessment has been performed, and no general product or design-related issue was identified. The consumption rate of this spare part, relative to the installed base, is monitored through our CAPA (corrective and preventive action) process and remains within acceptable thresholds. Therefore, no further investigation under the complaint handling process is deemed necessary. This incident is being reported out of an abundance of caution.